Event description:
The customer reported that his insulin pump alarmed during the manual prime process. The blood glucose reading was 450mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the alarm.